Manufacturer narrative:
Further investigation was not possible as no product was returned form the customer. Previous investigations showed that in rare cases, the internal wings of the lancet which intentionally break during the lancet release, might jam the lancet's guiding channel and impede the lancet retraction.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated two safe t pro lancets did not retract and there were accidental finger sticks by two different employees. The customer was not aware of any medical treatment provided. There was no allegation of an adverse event. The customer tested several dozens of the lancets and found no issues with the lancets he removed from the box in their supply area. He stated the employees remove the lancets from the box and put them in baggies for use in the ambulance. The customer stated he tested a few lancets that were on the ambulance and a second one did not retract. The suspect product was requested to be returned for investigation. Replacement product was sent to the customer.